Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0011835067); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0011835090); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by the medtronic representative. Fluoroscopic loading check showed no abnormalities. A safari xs guidewire was used, and a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm vacs balloon, due to the patient's highly calcified native aortic valve. During the first deployment attempt of the valve in the patient's aortic annulus, an infold was noticed by the implant team. The valve was checked in a second c-arm angulation and the infold was confirmed. An attempt to recapture and redeploy was performed to try and resolve the issue, but the infold persisted. The valve was recaptured again, and the valve and delivery catheter system (dcs) were removed from the patient and discarded. A new complete system was used to successfully complete the procedure. No adverse patient effects were reported.

Event description:
Additional information was received which reported that a 10 minute delay occurred as a result of the infold, due to needing to load a new valve.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.